Manufacturer narrative:
Concomitant medical product: 511211 lead, implanted: (B)(6) 2006; c4tr01 crtp, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise. The rv lead was reprogrammed, and later capped and replaced. No patient complications have been reported as a result of this event.